Event description:
Caller stated that his insulin pump have the ability to control delivery of insulin. The pump overdelivered his insulin on (B)(6) 2024 while he was asleep. Pt woke up with a low blood sugar, seizure, confusion and was disoriented. He contacted the manufacturer for a review of the system but later received a letter from the manufacturer stating that the system is working as expected. Caller further stated if the system is doing what is supposed to do it will not over deliver insulin. He believes the system is defective.